Manufacturer narrative:
Date of event: estimated as (B)(6) 2022 as it was reported this occurred two weeks post procedure on (B)(6) 2022. .

Event description:
It was reported via social media that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Two weeks post procedure, a thrombus was noted on top of the closure device. The patient was placed on high doses of coumadin to dissolve this thrombus. Almost a year post procedure on (B)(6) 2023, the patient had another transesophageal echocardiography (tee) imaging appointment, which showed much of the thrombus had resolved. The patient was scheduled to be switched to eliquis and full aspirin after discussion with the surgeon and boston scientific.